Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the shell. No further actions are required as the device was implanted. Visual analysis of the photographs identified: observed deformation device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported rupture on the right side. The device has been explanted.